Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported the extension set with the maxzero leaked during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported the extension set with the maxzero leaked during an infusion. Although requested, no further information has been received.